Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal seal involved with the reported event and performed failure analysis evaluation. Failure analysis found the seal to have tearing at the duckbill. The tears were not axially aligned with the seal and measured from 0.115¿ to 0.142¿ in length. There were no signs of thermal damage present at the end of any tears.

Event description:
It was reported that during a da vinci-assisted rectal resection and amputation procedure, black debris was found inside the patient's body. After removal of a forceps instrument, it was discovered that a part of the universal seal was damaged. The customer stated two black objects were found in the patient's body cavity and were retrieved during the same surgical procedure. A backup universal seal was used to proceed with the procedure.

Manufacturer narrative:
Advanced failure analysis was performed, and the seal was disassembled to better examine the septum. The examination revealed the presence of damage, and detached fragments were confirmed. However, the torn component was identified as the septum rather than the duckbill. The seal was found to have two round holes in its septum, and the fragments were returned with the seal. The holes were observed to be smaller than the expected opening of the septum located at the center. Additionally, the observed holes were slightly offset from the expected opening.

Event description:
Refer to h11 for follow-up information.